Event description:
It was reported that two pip hinges broke intraoperatively as the surgeon was applying the device. The surgeon had a third device in his car. He had to ungown, retrieve the device, and rescrub, thereby delaying surgery more than 30 minutes.